Event description:
On (B)(6) 2015, reporter for the patient contacted lifescan (lfs) alleging that her onetouch ping meter developed a meter memory issue ¿ meter was missing results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The reporter stated that the alleged memory issue first occurred ¿(B)(6) 2015¿ when the meter results were not being stored in the meter memory. The patient manages her diabetes with insulin pump therapy and denied taking any action in regards her usual diabetes management routine as a result of the alleged memory issue. No physical symptoms or medical treatment was sought as a result of the alleged issue. At the time of troubleshooting the cca noted that it was not the first time the product was being used and there was no misuse of the product. The product issue remained unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.